Event description:
The initial reporter stated that the pump did not deliver. They stated that the pump would prime but that when they would press run "nothing would happen" and they couldn't hear it running. They also stated that the pump "didn't pump overnight". It's unclear if the pump appeared to be delivering and failed to do so or if the pump was not running. Mmdg did follow up with the initial reporter to try and clarify the complaint, but no clarification was received. There was no harm to the patient reported. Complaint (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because no serial number was provided. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.